Manufacturer narrative:
(B)(4). The analysis results for the el5ml device found that it was returned with the shaft broken at the knob area and bent in the middle. No functional testing could be performed due to the returned condition of the device. However, the device was returned empty and lockout. In addition, the orange indicator was found undertraveled. Please note that this condition is unrelated with the report incident. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the surgeon was using the device to clip the cbd. During the process it appears on the video recording that the clip was not loaded in the jaw when jaw was closed and the jaw was unable to open post firing. There was a clip that was already closed and not loaded in the jaw. Therefore when the subsequent clip was advanced it failed to deploy into the jaw. Jaw was empty and both clips were lodged at the proximal jaw, jamming the jaw close. The surgeon's effort to open the jaws, failed. Resorted to open another piece of el5ml, applied clips on specimen side away from jammed jaw, and on patient side. After which proceed to transect the cbd on both ends releasing the jammed device. The patient is fine (stable) without complications after surgery. Another like device was used to complete the procedure. There were no adverse consequences for the patient.